Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-10-26. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporter states that during a glossectomy, an unknown dobbhoff ng tube was passed by the surgeon with difficulty ending the surgery. An x-ray of the chest indicated that the device was located in the lung with enteral catheter drawn to the oropharynx and could not be progressed without going towards the airway. In the attempt to withdraw, the tip of the catheter hangs in the nasopharynx. The device was removed. A tube available from the same brand did not progress beyond the nasal cavity / nasopharynx. Due to pain, they aborted repassing. The patient was lucid, stained, hydrated, eupneic, lingual edema within expectation. Local operated with integrated suture, slight bleeding of the bloody surface. It was requested that another prober with less rigid tip be provided to be passed. Eventually sedation and an endoscopy was needed. The device was successfully passed by endoscopy. The patient's outcome is alive. Device will not be returned for evaluation. No further event information can be provided by the reporter.